Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to adjust basal and bolus pump settings after downloading control iq. Multiple follow-up attempts were made to reach customer for troubleshooting, however, no response was received. There was no reported impact to blood glucose.